Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not calibrate according to user guide recommendations. Patient use expired sensor. At the time of contact the patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).